Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to confirm when the alleged power issue began. The cca was unable to confirm what diabetes medications, if any, the patient takes to manage his diabetes or if he made any changes to his management as a result of the alleged issue. On an unspecified date/time, after the reported issue began, the patient claimed he developed blurry vision. It is not known if the patient received medical attention in response to the symptom or after the alleged power issue began. At the time of troubleshooting, the cca noted that the patient replaced the subject meter's batteries as recommended in the owner's booklet; however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.